Manufacturer narrative:
E1: patient city: (B)(6). Patient country: chauray.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The tubing got detached and the site of detachment was cannula side. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.